Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set would not prime. The reporter stated that the steps for priming were followed per the directional insert. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation attached to a bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The slide and roller clamp were in the closed position. The slide and roller clamp were opened, and the sample was then functionally tested and primed. The sample was found to prime and flow normally with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.